Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient had diaphragmatic myopotential stimulation. The patient had recently underwent an atrioventricular nodal ablation and had atrial lead or left ventricular (lv) lead perforation noted due to patient symptoms observed. Boston scientific technical services (ts) noted the lv pace/sense confiiguration. The field representative was contacted for additional information however there is no specific information regarding the lead perforation. The ra lead remains in-service. No adverse patient effects were reported.